Manufacturer narrative:
Additional information: the device was safely removed from the patient and no vessel damage was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the sepx-8-6-40-135 protege rx stent, there were deployment issues and partial deployment in the mid-section of the common carotid artery. The target lesion was calcified with little tortuosity and calcification, and 45% lesion stenosis was noted. There was no damage noted to the packaging or deployment mechanisms prior to the issue. The lock-pin was checked for securement prior to procedure. The lock-pin was removed after the stent system reached the lesion. Embolic protection was used with the medtronic spider. The device was not implanted. The procedure was completed successfully by replacing the stent with the same model from medtronic. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the device was returned with the touhy-borst tightened and the stent partially exposed the stent confirmed as 40mm the device was returned with approx. 25mm of the stent exposed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.